Event description:
The reporter, the pocc, states the replacement urisys 1100 gives false negative results. She compared the same urine samples on the lab's instrument and obtained results of 1+ and 2+. The strips look positive visually, but the urisys gives false negative results. The controls were run and in range. No report of an adverse event. Controls were not run. Return requested and replacement was sent.